Event description:
The customer reported that the reservoir is full of insulin, but it does not allowed the customer to do anything. The customer stated that the piston road is sticking out of the insulin pump. The caller denied dropping the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.